Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete resulting in the pump turning off. Customer¿s blood glucose level reached 700 mg/dl. Reportedly, customer correction boluses from the pump were used to address the issue.